Event description:
A report was received that the patient was unable to get a full charge on her ipg. X-ray verified that ipg was not flipped but the header is sitting in 3 o'clock position. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50 serial/lot #: (B)(4), description: artisan surgical lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision wherein the ipg was replaced with a new one. The patient was successfully reprogrammed after surgery. The explanted ipg was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was unable to get a full charge on her ipg. X-ray verified that ipg was not flipped but the header is sitting in 3 o'clock position. The patient will undergo an ipg replacement.